Manufacturer narrative:
(B)(4). Batch #: p93z23. Investigation summary: the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Two photo images along with the device were returned for evaluation. Image 1: this is an image of what appears to be a harmonic device with the blade tip in apparently normal condition. Image 2: this is an image of what appears to be a harmonic device with batch p93z23 and serial number (B)(4). It is possible that the device in the images may have been the one used to complete the procedure and it is not the device complained about. The device evaluation: the device was returned with no apparent damage with the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the titanium tip was broken during an unknown procedure. The broken piece was retrieved with forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.